Event description:
It was reported that the patient presented in clinic for a follow-up. Upon interrogation it was noted that the atrial lead exhibited intermittent noise and inappropriate mode switch. The lead was capped and replaced on (B)(6) 2021. The patient was in stable condition.